Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (device code, clinical signs code, results code and conclusion code). The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. "There is little radiolucence visible around the tibial components. There is no clear loosening or migration visible, though. The pe is not separated from the tibial tray. There is no indirect sign of loosening or fracture. The talar component shows some radiolucence and looks a little subsided with some condensed bone. Therefore, loosening can be confirmed. Without further information like x-ray or hcp opinion, there is no sound assessment regarding migration/subsidence possible.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by loosening and potential subsidence due to poor bone quality, which was evident by radiolucency and some condensed bone. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.